Event description:
The integrity stent delivery system was prepped per instructions. The stent was examined when loading it onto the wire. The stent position did not look unusual. However, as the stent was advanced through the guide catheter, the physician thought it looked as though the stent was not positioned correctly between the marker bands. The stent may have become loose when the protective sheath was removed. The case was completed using another stent.

Manufacturer narrative:
(B)(4). Results (the possibility exists that the inner and stent were damaged during attempts to load the guidewire; however, this cannot be confirmed). Conclusion - no conclusion can be drawn. Evaluation summary: the device was returned for evaluation. The stent had moved distally along the balloon covering the distal marker band. The 3rd and 4th distal stent segments were slightly raised. Blood was present inside the balloon and inflation lumen. Negative prep yielded a continuous flow of bubbles. Pressure was applied to the distal shaft and water exited the distal tip indicating an inner shaft leak. The inner was removed from the outer and two protruding holes were noted on the inner immediately distal and proximal to the proximal marker band. Both holes were protruding inside-out, in a distal to proximal direction.